Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with three ecr45w cartridges present. The cartridges reloads were received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photo received. The photo provided shows tissue cut with a limited number of staples that can be identified, but they are in the tissue. No malformed or unformed staples were identified in the photo. Based on the photo evidence, the event description cannot be confirmed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: how much blood loss was there (mls)? Was a transfusion required? There was no major blood loss. According to the surgeon, the ¿(B)(4)-test¿ showed an insufficiency of the staple line, therefore the staple line was over sewn. A transfusion was not required.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the last staple line of the jejunum, next to the gastro-jejunostomy was not satisfactory. The staples were malformed (not b-shaped), the staple line was bleeding. The metilene- test showed that the staple line was also not water proof. The surgeon had to oversew the staple line. The staple line was performed with a white reload.